Event description:
The customer reported that the 8800 sys would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The circuit boards were replugged, the battery on the central processing unit was replaced, and the ps1 was adjusted. The sys was tested and operates as intended.